Manufacturer narrative:
Based on the claim against the product by the customer noting connector problems, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system a was run in normal mode. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the the system had ongoing issue with the erbe recognizing energy cables when plugged in. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the system had ongoing issue with the integrated electrosurgical unit (iesu/erbe) recognizing energy cables when plugged in. The customer either had to switch ports or jiggle the connector to get the cables to recognize. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no related logs. The tse inquired if the customer looked at their energy cable usage and the customer replied that they did. The customer used the erbe without an issue after jiggling the cords. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.